Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one needle-suture piece and side of the fixation tab piece outside its packaging that pertains to product code sxpp1a406. Visual analysis of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, and the sample presents signs of use since body fluids and crimping marks and the extreme of the suture were noted to be cut and split probably caused by a surgical instrument. In addition, the section of the fixation tab area was not returned for analysis. Only a side of the fixation tab was returned, and body fluids and damage were noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a humeral fracture procedure on (B)(6)2023 and barbed suture was used. During the procedure, it was reported that the fixation feature was found detached during internal fixation of humeral fracture surgery.changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.